Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of non-sustained rv oversensing were observed. Review of the egms revealed noise on the ventricular channel. The non-dependent patient experienced no adverse effects and will continue to be monitored.